Event description:
I am reporting an adverse incident with my son's new malem bedwetting alarm. The alarm malfunctioned during the early hours of the morning when he was asleep. I was sleeping right bedside him and I smelled something strange and noticed that the malem alarm was leaking batteries and there was the smell of burning plastic coming from the alarm. I immediately pulled it off of my son and in the process burnt my fingers. The alarm somehow managed to get very hot and batteries within the alarm leaked on to my boy's clothes. Fortunately no one was hurt.